Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power after discharging a test load. There was no patient use associated with the reported event.